Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient was educated to reset the receiver. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).